Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
A tiny middle thing line [like] a spring of the brush head comes of[f] - oral-b [device breakage]. Case narrative: consumer via phone reported that a tiny middle thing like a spring of the oral-b toothbrush head came off. No injury was reported.